Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02549 addresses the other device. It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a procedure performed on (B)(6), 2010. According to the complainant, it was impossible to flush the needle with a sclerotherapy agent. It was reported that "the lumen seems to be occluded." The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation found that the working length was kinked at the distal end of the outer hub. A functional evaluation found that air could not be injected through the device. A pin gage was placed inside the needle, but would not exit the proximal end of the needle due to a blockage. The inner extrusion was cut away from the proximal end of the needle and a melted blockage of material was found to cover the proximal end of the needle. It appears that during attachment of the needle the inner extrusion melted in a way that caused a flow of material over the proximal end of the needle, which did not allow for injection. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02549 addresses the other device. It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a procedure performed on (B)(6), 2010. According to the complainant, it was impossible to flush the needle with a sclerotherapy agent. It was reported that "the lumen seems to be occluded." The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)